Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus delivery anomalies were noted.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 389 mg/dl. The customer stated that he experienced a strange feeling in his chest and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer reported that some boluses are not appearing in the bolus history. The customer also stated that there was a bolus in the bolus history that he did not program. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.